Event description:
Boston scientific crm received information that an implantable cardioverter defibrillator (ICD) had reverted to safety mode during a pocket revision procedure. It was reported that the device had been close to electrocautery. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. Should additional information become available this event will be updated.